Event description:
A warning message related to 3 device resets was displayed on the day of implantation. Preliminary analysis showed that device resets were due to a crosstalk that occurred between two paradym tri-v devices. The subject device was successfully re initialized. Recommendations have been provided.

Manufacturer narrative:
Further investigations showed that, a few days after reinitialization, normal device behavior was observed. Battery voltage was within the normal range. The device remains implanted.

Event description:
A warning message related to 3 device resets was displayed on the day of implantation. Preliminary analysis showed that device resets were due to a crosstalk that occurred between two paradym tri-v devices. The subject device was successfully reinitialized. Recommendations have been provided.

Event description:
A warning message related to 3 device resets was displayed on the day of implantation. Preliminary analysis showed that device resets were due to a crosstalk that occurred between two paradym tri-v devices. The subject device was successfully re-initialized. Recommendations have been provided.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.